Event description:
At the pump replacement from a recalled device to an isomed pump, there was no cerebrospinal fluid backflow. The hcp "decided to replace the pump without further investigation of the catheter. After the replacement surgery, the hcp reported a reservoir volume discrepancy of greater than 25%. The expected reservoir volume was approx 3cc and the actual was 20cc. The pt was asymptomatic. The hcp felt it was a catheter issue. A catheter dye study was done that showed the catheter to be okay, but the physician still believes the catheter may have dislodged. The current plan is to replace the catheter. The pt continues to be asymptomatic and is doing well.